Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
(B)(4). The history log for this device showed that the pad-pak was first installed on the (B)(6) 2010 and that it had performed to specification up to the (B)(6) 2012. The device successfully performed all weekly auto self-tests between the (B)(6) 2012 and the last log entry on the (B)(6) 2015. During this time the device records 71 manual power ups mainly under one minute duration. Investigation was unable to replicate the reported fault. There were no ten minute manual power ups recorded in the history log. There were manual power ups mainly under one minute duration which may suggest the user was regularly power cycling the device or the beginnings of a membrane failure. The membrane will be replaced as a precaution. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.